Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, the patient was not waking up after the procedure and the patient had a stroke. Unspecified treatment was provided. The patient regained consciousness with limited movement and muscle weakness. The patient recovered except for residual slight leg weakness. The event extended the patient's hospitalization. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that during the cardiac ablation procedure, high impedance was observed on the radiofrequency generator (rfg) along with magnet interference and a magnet localization error. The stack was rebooted, and the return electrode adapter and magnet cable were replaced, which resolved the issue, and the case continued with the device.

Manufacturer narrative:
Continuation of d10: product ID afr-00004 (B)(6); product type: radiofrequency generator, product ID afr-00016 (B)(6); product type: mapping system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.